Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg), with a highest blood glucose (bg) of 200 mg/dl. The user noted the infusion set and tubing were intact and reported stress as a contributing factor. No alerts were triggered on the ilet. Blood glucose (bg) was corrected with a 1-unit manual insulin injection (mdi). No symptoms, outside assistance, or medical intervention were reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.